Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module ran out of battery. When the clinician turned the device back on, the infusion history remained for the modules except for the pca module. The clinician used the restore function in an attempt to obtain the history. The event occurred while the patient was walking towards a stretcher. There was patient involvement but the information on patient impact is unknown.